Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps / instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that suture placement in the femoral vein was attempted with a proglide device via an 8.5f sheath after an ablation procedure. The preclose technique was not used. It should be noted that the proglide instructions for use (IFU), states: for sheath sizes greater than 8f, at least one device and the pre-close technique is required. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the imaging method was not reported; however, the access site was noted not to be calcified.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that suture placement in the femoral vein was attempted with a proglide device via an 8.5f sheath after an ablation procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported, clinically significant delay in the procedure or therapy. No additional information was provided.